Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 3.00x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The mid-section of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03 jan 2019. It was reported that difficulty advancing were encountered. Vascular access was obtained via the femoral artery on the right side. The stenosed, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the mildly tortuous and mildly calcified left circumflex artery. An unknown 6f guide catheter, 0.014 guidewire and 2.50mm balloon catheter was selected during the procedure. A 3.00x24mm promus element drug-eluting stent was advanced but failed to reach the lesion. The stent was removed from the patient's body. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.